Manufacturer narrative:
(B)(4). Evaluation summary: a baxter service technician evaluated the pump and confirmed the reported condition a broken door. The broken door assembly was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under (B)(4).

Event description:
The device was returned for service. During service by baxter, a damaged pumphead door assembly was found. According to the facility representative, no patient injury or medical intervention has been reported related to the device. No additional information or contact was available.